Event description:
It was observed during device evaluation at the customer site by the olympus field service engineer (fse), that the endoscope reprocessor had very poor water flow into the reprocessing basin. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the slow water flow was a faulty filter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.